Event description:
The dentist stated that he used one needle to perform several injections: 1) submental block injection, 2) maxillary upper anterior infiltration, and 3) inferior alvelor mandibular (lower block) injection. The dentist stated that during the third injection the needle broke off at the junction of the needle and hub. The dentist was unable to remove the needle and consulted an oral surgeon to remove it. The needle was successfully removed. There were no reported complications.